Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID functionality continuously issued and did not authenticate across multiple stations following a software upgrade. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue in biometric identifier (bioid) after the software upgrade. A technical support specialist (tss) reviewed the logs and suspected an authentication failure due to a delay. Based on the logs tss confirmed that the bioid login failures were caused by transient fingerprint capture conditions rather than system or service issues. The tss found initial spoof detection errors occurred but were resolved on subsequent attempts, allowing successful authentication and fingerprint scan timeouts were observed due to incomplete or delayed capture, while some failures were related to invalid user credentials prior to biometric processing. Overall, no hardware malfunctions or identity server issues were identified, and the events were attributed to normal security checks, capture timeouts, or user interaction factors. All stations were tested and confirmed to be functioning properly when users logged in using biometric identifier. The tss communicated the findings to the customer via email, and the customer later confirmed that no further issues were observed. The system functioned as intended after technical support specialist investigated the issue.